Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the clinic with an infection at the implanted device pocket site and was experiencing discharge. The implantable cardioverter defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The ICD was explanted and replaced, while the right ventricular lead and left ventricular lead were capped and replaced on (B)(6) 2024. The patient condition was unknown.